Manufacturer narrative:
Type of event is addressed in the device labeling.

Event description:
Per the surgeon, the initial insertion of the flange fixture was done without problems and the pt used the device successfully for a year. There was a surgery in 2008 "due to skin overgrowth with granulation tissue". At approximately 53 days later, the fixture fell out. Per the surgeon, an infection caused/contributed to the loss of the implant. No info had been provided on reimplantation plans as of the date of this report.